Manufacturer narrative:
Concomitant products: 5024m-52, lead, implanted: (B)(6) 1997.

Event description:
It was reported that the lead warning triggered, and the atrial lead exhibited low impedances. There was also one atrial high rate with potential oversensing observed. The lead remains in use. No patient complications have been reported as a result of this event.